Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on (B)(6) 2016 that an unknown patient experienced a pump flip due to belt line placement. The patient¿s status was unknown. The patient¿s medications were unknown. The patient¿s medical history was unknown.